Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation since the patient did not want to be contacted by phone with additional questions. The patient did not recall when the meter started to read inaccurately and she was unable to provide any results for the meter. She was also unable to say whether the meter was reading inaccurately high or inaccurately low. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient did not disclose how she manages her diabetes or whether she made any changes to her diabetes management as a result of the alleged issue. She reported that on an unknown date and time, she developed symptoms of "blurry vision". She claimed that he was treated by hcps in the intensive care unit for 4 days and stayed in hospital for a total of 32 days altogether. The nature of the treatment that the patient received was not disclosed. During troubleshooting, the csr established that the patient had disposed of her meter and test strips and she was unable to say whether the meter had been set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results and reportedly was hospitalized with a symptom which may have been indicative of severe hyperglycemia after the alleged meter issue began.